Event description:
During a pci treatment procedure, the maverick2 monorail 20x2.5 mm balloon ruptured at an unknown pressure on the first inflation. The patient was asymptomatic during this event. The lesion being treated was a 100% stenotic lesion in an unspecified coronary artery. The maverick2 monorail balloon was removed and replaced with another balloon to successfully complete the procedure. No patient injuries or complications were reported. Patient status is reported as 'good.'